Manufacturer narrative:
The affected device was returned and evaluated. Inspection of the returned packaging materials showed that the anterior flange did penetrate the inner & outer lids, labels and carton making the implant unsterile. This package used a piece of foam on the top of the device to protect it from the lid; the piece of foam had been used as evidence from the pieces of it sticking to the inner lid. Historically this is not a common complaint for this part, and based on the condition returned package it was most likely caused by rough handling (abnormal drop, shock, excessive vibration, etc.) During the distribution of this product. On (B)(6) 2011, the femoral knee package was updated to remove the use of foam and replace it with polyurethane and added a snap lid for protection against the lidding material.

Event description:
It was reported that surgery time was extended.